Event description:
Johnson and johnson professional, inc. Became aware of this event through litigation. The exact date of the initial surgery is not known, however co know it occurred, in june of 1994. Jjpi is unable to provide part numbers, or lot numbers, which were not provided in the correspondence. The patient had bilateral surgery, in june of 1994. The patient reported experiencing pain and burning sensation. Surgeon is reported to have discovered that the right knee had deteriorated the exact cause of the deterioration was not reported. Revision surgery was performed on october 3, 1996, to the right knee.